Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance decreased with the implant. The user also noticed the internal coil is displaced from its original position. The occurrence of head trauma or accident is unknown. Re-implantation considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. As per information from the device explant report the recipient was involved in a traffic accident in 2014 which might have weakened the fixation of the active electrode. The reported displaced coil is also most likely a consequence of the reported accident. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance decreased with the implant. The user also noticed the internal coil is displaced from its original position. There is no known occurrence of head trauma though the user sometimes wears a motorcycle helmet. The user was re-implanted. According to information on the device explantation report, the recipient was involved in a traffic accident in 2014.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Furthermore, a dislocation of the implant from its intended position is reported, which might have contributed to the suspected damage of the active electrode. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for re-implantation has not been made available yet.

Event description:
The user's hearing performance decreased with the implant. The user also noticed the internal coil is displaced from its original position. There is no known occurrence of head trauma or accident though the user sometimes wears a motorcycle helmet. Re-implantation is considered.